Event description:
The ge oec 9800 fluoroscopy system exceeded the 10r/min regulatory limit for output. Physicist measured output at 10.16r/min.

Manufacturer narrative:
A ge oec service rep investigated the issue and adjusted the system to 9.11r/min output. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.